Event description:
The customer reported the secondary antibiotic bag did not infuse whereby the pt missed the entire dose. The customer reported that they used baxter clearlink system with dual vent spike for secondary tubing. There was no report of pt harm or medical intervention. Although requested, no further pt or event info was provided.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's report that the secondary medication did not infuse. Although requested, the device has not been received for eval. A f/u report will be submitted with investigation results should the device be received for eval.